Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an error icon was "displayd". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported displayed error "icone" could not be determined. A root cause could not be determined.